Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of a break in aseptic technique, bacterial peritonitis and too weak in a patient coincident with dianeal pd4 ambuflex therapy for automated peritoneal dialysis (apd) and peritoneal dialysis (pd). On (B)(6) 2011, a reporter contacted baxter technical services (bts) for assistance regarding the homechoice (hc) device. Upon further follow up, the nurse clarified that in (B)(6) 2011, the patient experienced a break in aseptic technique. On (B)(6) 2011, the patient notified the pd clinic that he experienced peritonitis manifested by abdominal pain and cloudy effluent. There was no exit site or tunnel infection associated with the event of peritonitis and hospitalization was not required. On (B)(6) 2011, the patient began remedial therapy with vancomycin and fortaz. On (B)(6) 2011, dianeal pd4 ambuflex therapy was withdrawn, remedial therapy was withdrawn and the patient was transferred to hospice care. The root cause of the peritonitis was a break in aseptic technique. The nurse attempted to retrain the patient in aseptic technique but the patient was too weak. It was not reported if the outcome for the events of break in aseptic technique, bacterial peritonitis and too weak had resolved. The nurse considered the event of bacterial peritonitis to be unrelated to dianeal pd4 ambuflex therapy. The nurse did not provide an assessment of causality for the events of a break in aseptic technique and too weak.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h10k05047, h11c31030, h11d25048, h11e03042, h11e19022, h11f22040 and h11f24053 and no exceptions were observed that were related to the reported condition. The problem was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.